Event description:
Wallstent biliary removal chart review. At an unspecified time prior to the procedure, the patient underwent a proximal common bile duct (cbd) stent placement procedure at which time an unspecified "plastic stent" was implanted. Approximately 5 months following this procedure, the "plastic stent" was replaced by a 10mm x 60mm rx wallstent permalume for unspecified reasons. Approximately 6 weeks later, the 10mm x 60mm covered biliary wallstent had migrated and was replaced by another of the same size sent. Approximately 1 year, 2 months later, the 2nd 10mm x 60mm rx wallstent permalume had also migrated. The patient underwent an endoscopic retrograde cholangiopancreatoscopy procedure (ercp) at which time the stent was removed and replaced with another unspecified stent. The patients' status is unknown, however, it was noted that the event was "resolved with stent removal and replacement".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.